Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was not confirmed and the image was normal. Evaluation did find the eto cap was skewed, the instrument channel was scratched, which resulted in leaking, and there was immersion and corrosion in the scope cover. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
Correcting d10 - concomitant medical products and therapy dates: cv-290 (B)(6) 2023. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d10 of the initial medwatch. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. It is likely the biopsy channel leaked, fluid invaded the device during handling of the device by the user. The fluid invasion caused malfunction of electronic component. As a result, image noise appeared. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use: precautions: caution: turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning: follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system: inspection of the endoscopic image: confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera elite bronchovideoscope had no image and color bars were displayed. The issue occurred when preparing the device for use in a diagnostic bronchoscopy procedure. The procedure was completed using a similar device. There were no reports of patient or user harm associated with this event.